Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed a hole in the yellow striped tubing through valve vl8, causing bubbles in the rbc dispenser and generating erroneous results. The fse replaced the tubing resolving the event. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an erroneous high red blood cell (rbc) result for one patient sample on a coulter lh 750 hematology analyzer compared to a rerun on their backup analyzer of the same model. No erroneous results were reported out of the laboratory and there was no change or effect to patient treatment in connection with this event.